Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed low out of range shock impedance measurements. During the clinic visit, the low shock impedance could not be reproduced. The physician elected to continue to monitor the patient and system. No adverse patient effects were reported.